Event description:
Catheter was placed and replaced five days later due to poor flow rate.

Manufacturer narrative:
Catheter was returned to the manufacturer for investigation. Upon visual and photo examination of the catheter, a void in the venous lumen at the junction of the catheter to the hub/bifurcation was found. The catheter was forwarded to the vendor for examination and confirmation that this issue had been resolved. The vendor verified that the bifurcation molding problem was previously identified and corrected.